Event description:
The iab was inserted into the pt 9/4/97 at 10:45 a.m. On 9/5/97 at 6:00 a.m., the dr had difficulty removing the iab from the pt. A clot was found on the end of the iab when the iab was removed. Event complications: none from the event - reported 9/24/97 and 11/5/97. Pt current status: fine - rpt'd 11/5/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.